Manufacturer narrative:
Product analysis: the distal tip was damaged. The stent was positioned on the balloon between the marker bands as per specifications. There was no damage to the stent. A kink was present approx. 50 cm proximal to the distal tip. Dissection occurred before the resolute integrity was used. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use two resolute integrity devices, a 3.0 x 18mm and a 3.0mm x 12mm to treat a heavily calcified lesion in the mid rca (right coronary artery). The physician was unable to deliver the devices and ended up with a dissection. No other patient injuries or other clinical sequelae were reported for this event

Manufacturer narrative:
Additional information: device was inspected before use with no issues noted. The target lesion in the mid rca had 80% stenosis and was very tortuous. A 2.5 x 15 sprinter legend balloon failed to cross the lesion so a guideliner was used. This enabled the sprinter to then cross and dilate the vessel. A 2.5 x 15 non-medtronic stent was attempted to be delivered but could not cross. A 2.5 x 12 resolute integrity stent did not cross. The guide catheter was changed. A second attempt was made to deliver the 2.5 x 12 resolute integrity but it did not cross. A non-medtronic balloon crossed and was used for dilation. At this point a dissection occurred in the mid rca. A 3.0 x 38 resolute integrity stent did not cross. A non-medtronic balloon crossed and was again used for dilation. A 3.0 x 18 resolute integrity stent did not cross. Another attempt was made to deliver the previously used 2.5 x 12 resolute integrity but it did not cross. A 3.0 x 12 resolute integrity did not cross. A non-medtronic balloon crossed and dilated the vessel again. A 3.0 x 38 resolute integrity then crossed and was deployed followed by deployment of a 3.0 x 30 resolute integrity. It was reported that the stents did not cause the dissection. The dissection was treated by ballooning and stenting. No resistance was noted advancing any of the resolute integrity devices to the lesion. Patient was ok post procedure.